Manufacturer narrative:
A picture showing pooled liquid under a tube that has fluid drops on it was returned. It is unclear where the fluid is coming from. The complaint of leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was "reported" that leaking on the set occurred. There was no drug exposure to patient or healthcare provider. There was no other physical damage noted. There was patient involvement with no patient harm and no healthcare provider harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.